Manufacturer narrative:
Device evaluation by MFR.: returned product consisted of the nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks in the hypotube and guidewire lumen. There was a complete separation of hypotube at 67.2cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 29-mar-2021. It was reported that shaft break occurred. A 6fr system was placed in the patient with two 0.14 wires and another balloon catheter were crossed the lesion. A 2.50mm x 15mm nc emerge balloon catheter was used for dilatation. However, the balloon catheter snapped off when the physician was attempting to insert the it over a 0.14 wire. The device was retrieved afterwards with no issues. There were no patient complications and a new balloon used thereafter was uneventful. It was further reported that there was some resistance during insertion of the 2.50mm x 15mm nc emerge balloon catheter. The break occurred 3-4 inches from the hub. The device only went inside the guide catheter, it was then taken out and off the wire by hand before it went into the body. However, returned device analysis revealed hypotube separation of 67.2cm distal of the strain relief.